Manufacturer narrative:
E1: initial reporter e-mail: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the venous line of a prismaflex tpe 2000 set became detached from the filter screwed connector and leaked blood during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the filer access screwed connector was disconnected from the filter blood header. The reported blood leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the disconnection was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.